Manufacturer narrative:
The svc rep conducted an over-the-phone investigation and recommended an on site investigation. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.

Event description:
The customer reported that the sys would display a verification incomplete error message. No pt injury was reported.